Event description:
It was reported that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead had oversensing. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).